Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part 352.044, lot l194982: manufacturing site: bettlach. Release to warehouse date: november 18, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no surgical delay and no harm to the patient.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, two (2) flexible shaft reamers broke during an unknown surgery. It was unknown if there was a surgical delay. The procedure and patient outcome were unknown. This report is for one (1) 5.0mm flexible shaft 620mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product code (B)(4). Lot number l194982 manufacturing site: (B)(4). Release to warehouse date: 18. Nov. 2016 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary background: it was reported that on november 18, 2020, two flexible shaft reamers broke during an unknown surgery from our territory. There was no surgical delay and nothing harmful occurred to the patient. This complaint involves two (2) devices. Investigation flow: damage visual inspection: the 5.0mm flexible shaft 620mm (p/n: 352.044, lot number: l194982) was received at us cq. Visual inspection of the complaint device showed the distal tip was bent, but no component was broken. Device failure/defect was identified dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: se_177091 rev b (current and manufactured) was reviewed. No design issues or discrepancies were identified. Complaint not confirmed. Investigation conclusion: this complaint is not confirmed as no components are broken. However, the distal tip is bent. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the sales consultant stated that he did not find out the device were broken until (B)(6) 2020, which was the day that he reported the event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b4: the awareness date updated to dec 16, 2020. B5: additional event information updated. H3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Product code 352.044. Lot number l194982. Manufacturing site: bettlach. Release to warehouse date: nov. 18, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information it was find out on dec 16, 2020 that the device was broken.